Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure for upper gastrointestinal (gi) bleed performed on (B)(6) 2025. During the procedure, the first clip did not deploy correctly. A similar problem occurred with the second resolution 360 ultra clip device. However, the third clip was deployed within the scope, and the procedure was completed using this device. There were no patient complications have been reported as a result of this event.